Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a set screw mark on the terminal pin in the correct location. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been returned. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacing threshold measurements on the ra lead had further increased to 5.0 volts. As a result, the lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient was experiencing pacemaker syndrome due to loss of capture on this right atrial (ra) lead. The pacing threshold measurements on the ra lead had increased from 0.7 to 3.4 volts. The ra pacing impedance measurements had slightly decreased, but were still in an acceptable range. The sensing was also within range. The outputs on the device were programmed to 5 volts which resulted in atrial capture and the patient's symptoms stopped. A chest x-ray will be performed and a lead revision will be considered. No additional adverse patient effects were reported.